Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of above 600mg/dl. Customer states that they had symptoms like nausea, and having a difficulty breathing and mouth is really dry. Drive support cap was normal. Customer states that after changing infusion set blood glucose was 539mg/dl. Insulin pump will not be return for analysis.